Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not yet returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, diopter -10.0/+1.5/077 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2017 the lens was explanted due to the patient experiencing low vault. As of the date of MDR submission, the lens has not yet been returned.

Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. Visual inspection found haptic curled up. (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2017 the lens was exchanged for a larger lens, similar diopter. The problem is resolved. (B)(4).